Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) the customer received one box containing 12 catheters. The customer reported that two units were faulty and exhibited leakage at the time of receipt. No additional information regarding patient use or adverse events was reported. During the initial contact, the facility associates inquired about the possibility of shipping replacement product to the customer. It was communicated during the call that a product investigation must be completed before determining whether replacement product can be provided. This note is included to document the request made during the first contact.

Manufacturer narrative:
Corrections made to tab(s) d and g. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) the customer received one box containing 12 catheters. The customer reported that two units were faulty and exhibited leakage at the time of receipt. No additional information regarding patient use or adverse events was reported. During the initial contact, the facility associates inquired about the possibility of shipping replacement product to the customer. It was communicated during the call that a product investigation must be completed before determining whether replacement product can be provided. This note is included to document the request made during the first contact.